Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced hyperglycemia and hypoglycemia. The customer blood glucose level was 440 mg/dl at the time of incident. Customer treated with carbohydrates for low blood glucose. Customer not agree for troubleshooting for high blood glucose. Customer receive sensor updating and change sensor alert. Customer stated they had problem with reservoir was leaking and sometimes getting the piston wet with insulin. The device will not be returned for analysis.